Event description:
Portex dic trach tube 9.0mm attempted to be inserted per surgeon. Obturator excessively short-unable to insert this trach tube. Opened another 9.0mm portex tube- obturator long enough and easily inserted.